Event description:
The manufacturer received information alleging a patient's blood oxygen saturation decreased while on a ventilator. There was no permanent harm or injury. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported a patient's blood oxygen saturation decreased while on a ventilator. There was no permanent harm or injury. The device was returned to the manufacturer for evaluation. During evaluation the device failed a test step and the display was white. The device's oxygen blending module board and lcd were replaced to correct the issues.